Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. The reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. The lesion was pre-dilated with a 2x10mm non-compliant balloon. Then, the 2.75x33mm xience alpine stent delivery system (sds) was advanced to the target lesion and during stent implantation the balloon of the sds did not inflate properly and the stent did not completely implant. The sds was removed and a leak was noted in the balloon of the sds. A non-compliant balloon was used to completely implant the stent. There was no adverse patient sequela. No additional information was provided.